Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4), the device was returned and analyzed. Device did not meet 99.9% expected longevity, cause unknown. The device did not meet expected longevity. Analysis of the device and internal components were as expected for a pacemaker at elective replacement indicator (eri). Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. We did receive performance data collected from the device and have analyzed the data. Battery voltage - pre/approaching eri. Most recent battery voltage is 2.65 v on (B)(6) 2011. Impedance - high resistance/impedance. Rv pace lead recorded an impedance alert at greater than 2500 ohms on (B)(6) 2011. Right ventricular (rv) pace lead impedance shows impedances greater than 1500 ohms throughout the record ((B)(6) 2009 - (B)(6) 2011). Sensing - oversensing and one short v-v sensed event of less than 220 ms is observed on the (B)(6) 2010. (1 episode nonsustained tachycardia nst).

Event description:
It was reported that the lead experienced high threshold and increased impedance. It was also reported that the device experienced high output and was approaching battery replacement indicators. Blood was noted in the header.the lead and device were removed and replaced. No patient complications have been reported as a result of this event.